Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has leak from switch. The most probable cause of the complaint is traced to component failure expected or random component failure without any design or manufacturing issue due to leakage/seal, problems caused by inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign material was observed in the air/water (aw) channel and the air/water (aw) cylinder. There were no reports of patient involvement.